Event description:
Additional information received from the hcp reported that the cause of the event was tail bone pain. There were no abnormal impedance measurements. The implantable neurostimulator (ins) and lead were explanted. It was reported that the patient required hospitalization due to the event, and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted because the patient thought it was causing her pain. The pain was located in the tailbone and rectum area. Additional information has been requested, but was not available as of the date of this report.